Event description:
Additional information received indicated there was a surgical delay of approximately 5 minutes.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the system performed as intended, no faults were found. The manufacturer representative (rep) noticed that the bed was causing metal interference. The rep placed a gel pad beneath the emitter. With the gel pad between the emitter and bed, the tracking greatly improved. Codes b01, c13, and d06 are applicable to this system checkout. H2) additional information in section b5. H2) a1-5: patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues intermittently tracking instrumentation. The field representative (rep) stated that site would register the patient and then the instruments would go in and out of being able to be tracked. No known impact to patient outcome. Troubleshooting was performed, the rep stated that he already looked at the site's instrumentation and tested the system itself. He noted that he could not get the patient tracker error under about 0.5 millimeters (mm). He tried a head cradle and a gel pad and saw about a 0.2 mm difference between the two setups, he also tried moving mayo stands, IV poles, the arm rest, and other metal that may be causing interference while he was testing the system with minimal changes. He noted that the flat emitter is not directly laying on a medal bed since there is a pad between them. No additional information available.